Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that atrial fibrillation and thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). Two (2) days post index procedure the patient experienced atrial fibrillation and was prescribed dofetilide as a result. During a routine follow-up examination in (B)(6) 2024, transesophageal echocardiogram (tee) identified a thrombus in the left atrium. No additional patient information is available.